Manufacturer narrative:
Exemption number e2015058. The device history records for the returned sam 500p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 500p from heartsine technologies (B)(4) on the (B)(6) 2011. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2012 passing an auto self-test and was manually power cycled on three occasions. The returned pad-pak was inserted into the device and the device failed to power on. Investigation found the reported fault can be attributed to component failure. A capacitor was measured and found to have failed. This would lead to a short circuit and cause the installed pad-pak to potentially blow its fuse and therefore appear depleted. This would account for the device failing to power on and depleting pad paks. The functionality of the circuit is tested during final test; it is therefore concluded that the component failed after dispatch.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device depleting pad-pak